Event description:
Additional information received indicated the ble issue was resolved via a ble reset. There were no reported patient consequences.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.